Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer does not know if there was any impact to their blood glucose level, and they declined to test at the time of the call. It was confirmed that the customer had an alternate method of insulin delivery available.